Manufacturer narrative:
The insulin pump was received with button error alarms due to moisture damage on the keypad traces. The device passed the unexpected restart alarm and self test. No unexpected external ram crc error or reset alarms noted. The device had a scratched lcd window, cracked belt clip slot at battery tube threads area , and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 84 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.